Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuits were not returned to fph for investigation. Our analysis is accordingly based on the photographs provided by the healthcare facility, and the results of previous investigations on similar complaints. Results: the photographs provided by the healthcare facility showed that there was a crack along one of the swivel wye ports. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Moreover, the healthcare facility reported that the damage occurred after a period of use, which suggests that the complaint infant breathing circuits became damaged after it was released for distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) sales manager that the swivel wyes of two rt266 infant dual heated evaqua2 breathing circuits had cracked when inhalation tubes were connected. The subject breathing circuits were used for four days before the reported event occurred. No patient consequence was reported.